Manufacturer narrative:
Evaluation summary: no x-rays, surgeon notes, or patient information was received. No further engineering evaluation can be completed with the available information. Evaluation: device history records indicate device manufactured to specification. Device meets prints specification.

Event description:
It is reported that the device was implanted in 2007. Post-op, dislocation occurred. The surgeon performed manipulation, and the devices separated. A revision surgery was performed. Explant date is unk.